Manufacturer narrative:
(B)(4).

Event description:
Customer reported blood glucose (bg) was impacted by volume issue as customer could not hear the low bg alert while sleeping causing bg to go even lower. Customer declined to provide further information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not hear the pump alerts with the volume set to high. Cause was not known. Customer declined to be transferred to a pump specialist for additional assistance. There was no reported impact to blood glucose.